Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a rotatable oval snare was used during a mucosectomy procedure in the lower alimentary tract on (B)(6) 2012. According to the complainant, when the loop was around the polyp, it failed to cut through the tissue. The user suspected the device had failed to transmit current. The device was removed and the procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition was reported to be good following the procedure.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a rotatable oval snare was used during a mucosectomy procedure in the lower alimentary tract on (B)(6) 2012. According to the complainant, when the loop was around the polyp, it failed to cut through the tissue. The user suspected the device had failed to transmit current. The device was removed and the procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition was reported to be good following the procedure.

Manufacturer narrative:
Investigation results: visual evaluation of the complaint device found the device to have no issues. Functional evaluation found that the complaint device extended and retracted within specifications. A resistance test was performed and it was found that the complaint device was within manufacturing specifications. As the device was within all specifications, the complaint was not confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.